Event description:
It was reported that a malfunction alarm occurred, specifically noting malfunction 16 and a fault ID of [16-0x20e6]. There was no adverse impact to the customer¿s blood glucose level as it was noted at 359 mg/dl. The technical support team arranged to replace the malfunctioning pump and confirmed the shipping address. The customer was informed to allow the pump¿s battery to fully deplete before return due to a button or charging issue, and they will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.